Event description:
It was reported that this patient is going to have a revision on their hip. Reason for the revision was not reported. Patient has very old mcs stem and potentially an mcs cup. It definitely has an 1113 taper. It looks like the head is either alumina or zirconia ceramic. Based on the lack of any linear wear of the femoral head into the component, it could be an old ceramic on ceramic.

Manufacturer narrative:
Section h10: (h3) pending evaluation.

Manufacturer narrative:
D1: corrected h6: corrected health effect, component, and investigation clinical codes.